Event description:
The hospital reported the precision flow unit did not deliver gas flow to the pt and there were not any audible or visual alarms. Vapotherm is not aware of any intervention or harm to the pt. The precision flow unit powers a disposable pt circuit (dpc) to deliver humidified gas to a pt. Vapotherm found there was a missing air inlet tube o-ring on the returned disposable water circuit (dwp). Therefore, gas flow will leak out of the dwp instead of passing through the dwp. An inspection of vapotherm inventory did not detect any other units missing the o-ring. The incident is the result of an assembly error. All dwps are pressure tested, but the test apparatus is being modified to ensure redundant testing for a dwp without an o-ring.

Manufacturer narrative:
The disposable water circuit.